Manufacturer narrative:
The reported event of unable to tighten the setscrew to fix the lead in the header was confirmed. Analysis revealed the torque wrench was incorrectly inserted into the setscrew inset which resulted in stripping the inset. Other tools were also used which completely and widely stripped the setscrew inset. Due to this damage the setscrew could not be tightened. Both septums and setscrews were damaged and stripped respectively by the users in the hospital. No device anomalies were found. The damage was wholely user related. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, it was noted that the set screw on the header of the pacemaker could not be tightened on the ventricular channel. The pacemaker was removed and replaced during the procedure. The patient was in stable condition throughout.